Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a cre balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd). According to the complaint, during the procedure, while removing a stone from within the patient, a wire guided cre balloon was used within the patient's cbd. When the account flipped the patient over an air embolism occurred and the patient passed away on the table. Multiple attempts have been made to obtain additional information regarding the sequence of events leading up to the death, the cause of the air embolism, and the relation of the use of the device to the patient's death; however, it was reported that no further information is available. There is no information to indicate the origin of the air embolism or its relation to the procedure. Additionally, there is no information to indicate that there was a device malfunction or that use of the device is related to the death. The physician who reported the event stated that he is unable to provide any further information regarding the event. However, if any further information is received a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4): the death and event date is unknown. The complainant was unable to provide the upn or lot number. Therefore, the manufacture and expiration dates are unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.